Manufacturer narrative:
The device was returned for analysis. As viewed through the returned packaging, a portion of the coil is seen protruding outside the distal tip of the green introducer. Located on the coil tip section is a section of severe buckling. Located on the tapered section proximal to the resistive heating coil is a section of buckling. The coil¿s socket ring has been pushed down under the outer sheath. This caused a loss of concentricity of the distal tip of the device positioning unit (dpu) and the proximal end of the coil. The proximal section of the coil has severe buckling in multiple sections. The detachment fiber did not receive heat and melt. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage with the adjacent skive being stretched open. The dpu passed electrical testing. The coil detached on the first detachment cycle. The dpu also passed laboratory post-detachment electrical testing. Our investigation was unable to clarify the nature of the term ¿deployed¿ as used by the complainant; therefore, the investigation addressed both possible contexts of advancement and detachment issues. If coil advancement inside the unidentified microcatheter was the issue, then the most likely contributing factor to the deployment issue occurred when the microcoil system was first unlocked for use (or later) and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded producing severe damage. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the dpu, the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket ring under the outer sheath, and produced severe buckling of the tip coil section, buckled the transition junction at the proximal end of the resistive heating coil section, and caused severe compression and buckling of the proximal end of the coil in multiple sections. In this condition, advancing the damaged coil and dpu inside the microcatheter would have been extremely difficult. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. When viewed in the context of the complaint being a detachment issue, then the following findings apply: the dpu passed all electrical and functionality testing. During laboratory testing, the coil detached on the first detachment cycle and the detachment fiber received heat and melted as designed. Therefore, the root cause of the coil¿s non-detachment at the target site cannot be determined. Information was not provided regarding the detachment system used, whether the detachment light illuminated, if audible beeps were heard, or if an electrical pre-deployment check was performed prior to use in the patient. If an electrical pre-deployment check was not performed prior to use, then for optimum product performance and to prevent potential complications, the instructions for use recommends, ¿¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition, without the identification or the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without more information, no conclusion can be definitively drawn with regard to whether one or more of the possible contributing factors identified in the analysis contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device has not been returned for analysis. Based on the lack of procedural information regarding the use of the device and the reported event and without the return of the device for analysis, no conclusion can be made regarding the report that the deltaplush coil was not deployed at the site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. It was reported that the deltaplush coil (cpl10015330/c17546) was not deployed at the target site. The physician removed this coil and used another same sized coil (details unknown). The procedure was successfully done. No patient or vessel code information provided and no further procedural details have been obtained with investigational efforts. The device has not been returned for analysis. Based on the lack of procedural information regarding the use of the device and the reported event and without the return of the device for analysis, no conclusion can be made regarding the report that the deltaplush coil was not deployed at the site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
This deltaplush coil (cpl10015330/(B)(4)) was not deployed at the target site. The physician removed this coil and used another same sized coil (details unknown). The procedure was successfully done. No patient or vessel code information provided.